Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, cable was shredding on the prograsp forceps instrument. The device was not used on the patient; there was no allegation of harm or injury to the patient and nothing fell into the patient.